Event description:
L-cath polyurethane midline catheter placed in r basilic vein on 4/19/99. Resident pulled on catheter and connecting tubing; when she pulled, the catheter broke above the hub. Catheter was retrieved out of vein; no pt harm.